Event description:
It was reported that the patient with an artificial urinary sphincter (aus) underwent an office consultation. Upon evaluation, it was determined that the pump was not functioning properly and the patient had stones in the bladder that needed to be removed. The stones and the device were removed and a new aus system was implanted. The patient fully recovered.